Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm occurred again, which caller acknowledged and understood.